Event description:
Customer's mother reported receiving a button error alarm on the insulin pump. She also stated that the numbers scrolled without input, she changed the battery and then the screen went blank. When the display returned, she received the button error alarm. The blood glucose reading was 400 mg/dl. She stated that the insulin pump had been dropped and that it hit the carpet. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed the insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. The device was received with cracked case at display window corners and battery tube threads. Minor scratched lcd window noted. The unit power up properly after battery installation. The insulin pump also was received with operating currents within specification. The device was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted.